Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) lead channel. Technical services (ts) reviewed the presenting electrogram (egm) and determined that the noise was most likely due to the respiratory rate trend (rrt) feature. There were also variable ra pacing impedance fluctuations by about 300 ohms on a daily basis. It was noted that there was no over-sensing and intrinsic ra signal was coming through. Ts suggested turning off the rrt feature. This ra lead was a non-(B)(6) product. No adverse patient effects were reported. Currently, the crt-d remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5147157.